Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty inflating was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the lower extremity, the 2.0 x 200 mm armada 14 balloon dilatation catheter (bdc) was positioned but could not be inflated at the lesion. It was noted that placement was initiated without any issue; a manometer was used but the balloon did not inflate. A second armada bdc was used successfully without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.